Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the device is designed of (B)(4) and is used as a wedge between the rib sleeve and distraction lock to remove distraction lock. The design is correct for the intended use. The alignment of the device to the mating parts cannot be determined. Also, wear on proximal end may indicate device was struck. The force with which the device was struck also cannot be determined. The manufacturing evaluation showed that a small piece of one prong is broken off and this prong is also strongly deformed. The other prong is slightly deformed. The surface at the end of the removal bar is also strongly deformed and has a heavy burr on both flat sides. The relevant dimensions at the tip of this removal bar cannot be measured anymore because of the deformations. The fracture face is homogenous which indicates material conformity. The damaged end with the heavy burrs is a clear indication for numerous hammer blows over the years and that this device was excessively used. Therefore we assume that excessive use in combination with wear and tear caused the complained malfunction. As the dimensions cannot be verified this complaint is indeterminate.

Event description:
It was reported that during a veptr-expansion procedure, the tip broke off the distraction lock removal bar (388.462), but was retrieved by suction. The surgeon used another instrument in the set to complete the procedure without any further problem.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).